Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). During the investigation of the history log files it was possible to detect, that the device was switched on the day of occurrence at 12:03pm. After a syringe was inserted in the pump, the technical malfunction "drive test error, brake-close error" occurred immediately. The malfunction was confirmed and a syringe type bd plastipak 50/60 ml was selected from the installed disposable list. The drive head catch the plunger plate of the syringe and a flow rate of 3 ml/h was entered. A vtbi of 40 ml was set and the infusion started of 12:27pm. At 01:00pm the flow rate was changed to 5 ml/h. At 02:50pm the device alarmed for "syringe near empty". At 03:00pm the "syringe empty" alarm occurred. It could be detected that the total administered volume was 11.66 ml. The investigation of other therapies of the history files reveals, that there were less than 40 ml in the syringe. On the (B)(6) 2020 it took 9 seconds for the drive head to grip the syringe. During a similar vtbi therapy (40ml) on the (B)(6) 2019 it took five seconds to grip the syringe further it was possible to detect that on 4th of december the pump was calibrated after a repair, but the complete check after repair according the perfusor space service manual 6.0 wasn´t performed. This could be detected that the strain gauge pressure measurement and the power limitations were not checked. Furthermore in the check after repair include a functional test of the piston brake motor. During the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device showed age related signs of tear and wear, but no heavy soiling could be detected. During the visual inspection a little damage in the window of the operating unit could be detected. The functional test was performed. After the device was switched on a drive test error "brake close" occurred. It was not possible to bring the pump in operation. Caused of the drive test error the device was disassembled for an investigation of the inside. It could be detected that the piston brake motor was incorrect mounted in the motor holder and thus the worm-gear of the piston brake motor was blocked. A new motherboard was built-in the pump in december 2019. The function of the piston brake motor was checked after this repair, and it functioned as intended. The piston brake motor was inserted into it's holder, in the proper way, and the drive test error did not recur. The self test of the device was re-performed. Now the device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. A long term test was performed. No malfunction or other abnormalities could be detected. The delivery accuracy of the pump was checked (according to en iso 60601-2-24). All value were within the specification. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. The investigation of the history files reveals, that there were approximately 12ml in the syringe at the incident.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If we get further information, we will send a follow-up report. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility of the sales organisation from (B)(6): "over infusion". Customer information: syringe of frusemide 50mgs/50mls inputed at 12:30hrs 19/01/20 at 15:00hrs syringe emptied data says rate at 5mls per hour, volume to be infused 28.3mls I put the volume at 40mls time is 5:41 hours/minutes. 12mls should have been infused date correct but syringe empty.